Manufacturer narrative:
Additional narrative: patient information not available for reporting additional product code: fsm. Device is an instrument and is not implanted/explanted. Device investigation summary - no product issue was identified upon examination of the returned 03.010.065 8.0mm/4.2mm drill sleeve. The returned 03.010.065 (lot: 9144852) 8.0mm/4.2mm drill sleeve shows very few signs of wear and nothing that would impair its function. The device functions as designed. A visual inspection, dimensional inspection, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed. The device was reported to have become locked together with the returned 03.025.040 11.0mm/8.0mm protection sleeve. This condition is confirmed; however, the complaint condition was determined to be caused by the returned 03.025.040 protection sleeve. DHR review - manufacturing location: (B)(4). Manufacturing date: 18 november 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery equipment inspection by the surgeon, there was a bend in the 11.0mm/8.0mm protection sleeve 188mm. It was unknown when the sleeve became bent however the device was still utilized in surgery. During the surgery the bent 11.0mm/8.0mm protection sleeve 188mm became locked with an 8.0mm/4.2mm drill sleeve 200mm. The surgery was completed successfully without any reported delays or ill-affects suffered by the patient. There is no additional information at this time. This is report 2 of 2 for (B)(4).